Event description:
A report was received that the patient was experiencing loss of stimulation. An x-ray was taken and the radiologist believed that the lead had migrated. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. An x-ray was taken and the radiologist believed that the lead had migrated. The patient underwent an explant procedure.